Event description:
Patient was revised to address femoral and tibial loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided information. The reported patient extensive bone loss and six previous revision surgeries are possible contributing factors. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.